Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2018-02550. It was reported the patient experienced an epidural hematoma following her scs trial implant procedure. Reportedly, the patient complained of pain in her upper thoracic region which worsen over the course of approximately an hour postoperatively. The patient was monitored and appeared to have weakness in one leg. Subsequently, the trial leads were removed and the patient was taken to the emergency room. Imaging taken confirmed the patient had an epidural hematoma. Surgical intervention was taken and the hematoma was removed. Follow up information identified the leg weakness had resolved.